Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient¿s status declined due to failure to thrive; the patient was non-compliant and had stopped eating. It was further reported that the patient was placed on hospice care and subsequently expired, and the cause of death was deemed to be failure to thrive and multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, multi-organ failure and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the thera peutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one year and a half post ventricular assist device (vad) implantation, the patient¿s status continued to decline due to failure to thrive. The patient was non-compliant and had stopped eating. It was further reported that the patient was placed on hospice care and subsequently expired. The patient¿s cause of death was deemed to be failure to thrive and multi-system organ failure. No autopsy was performed.